Event description:
As reported, this 66 y/o male patient had both right and left primary cr tka's done in 2012. Approximately eleven years post left tka, patient presented to the surgeon's office with the start of left knee pain, stiffness, and swelling. The patient was scheduled for a revision left tka possible poly swap. The surgeon did not want the issue to persist or potentially cause more damage if there is poly wear/failure happening. The surgeon opened the knee, there was obvious lysis of the tissues and capsule. The surgeon performed a synovectomy and removed all the visibly affected tissue. The surgeon exposed the patella and it showed to be worn. The surgeon felt the patella needed to be removed and replaced. Upon removal and examination, the poly showed to be delaminated and showed pitting over the articular surface. There was some discoloration of the poly as well. There were obvious pieces that were floating in the joint. The surgeon and assistants removed all the pieces they could see and then heavily irrigated the knee joint. The surgeon then used a tamp to test and hit on the femoral and tibia components. Checking to make sure they are or are not loose. The femur and tibia components showed to be well fixed. The patient left the operating room (or) stable. The devices are available for evaluation. As of note" the patient has now had both his right and left knee revised due to poly issues and wear".

Manufacturer narrative:
Concomitant medical products: cemented cr femoral sz 3 (cat# 200-01-03 / serial# (B)(4). Cemented finned tib. Tra sz 3f/3t (cat# 200-04-33 / serial# (B)(4). Inset patella 26mm (cat# 200-05-26 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section d4: serial number; expiration date, section d10: concomitant medical products (serial numbers), section h4: device manufacture date. Section d10: concomitant medical products inset patella 26mm (cat# 200-05-26 / serial# (B)(6)), cemented cr femoral sz 3 (cat# 200-01-03 / serial# (B)(6)), cemented finned tib. Tra sz 3f/3t (cat# 200-04-34 / serial# (B)(6)).

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of malalignment between the femoral and tibial components, instability, third body wear, patient-related conditions, or any combination of these possibilities after being implanted for over 10 years, which led to wear of the polyethylene components. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.